Event description:
A nurse called zoll customer support to report that a (B)(6) male pt passed away on (B)(6) 2012, while wearing the lifevest. The nurse reported that the lifevest treated the pt multiple times while the pt was in ventricular fibrillation. The hospital staff then removed the device and externally defibrillated the pt. The pt later passed away. The exact time of death could not be determined.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (pt death) was confirmed. Upon investigation both the monitor and electrode belt were fully functional. There was no device malfunction during this event. Download data revealed that, contrary to the nurse's report, the lifevest did not delivery any treatments during the event. Three arrhythmias were detected at 07:15:04, 07:15:20, and 07:15:49 on (B)(6) 2012. The holter recording shows vf starting at about 07:14:53. The arrhythmia detection started 12 seconds later, but then dropped off due to 4 seconds of body movement and high-frequency noise. The system restarted the detection sequence again after 10 seconds. However, the detection sequence was again interrupted by body movement and lead falloff. The rhythm was then replaced by dual-lead noise until the end of the recording. The electrode belt was disconnected at 07:56:05 and the lifevest was shut down at 09:21:58. The device properly detected and alarmed for ventricular fibrillation. Significant pt body movement and lead falloff interrupted the system's monitoring of the heart rhythm. Device manufacture date: monitor sn (B)(4) manufactured 04/2010. Electrode belt sn (B)(4) manufactured 08/2010.